Event description:
(B)(4) - the dealer reported that the rpl450-1 power low base lift had the battery pack and hand pendant repaired on (B)(4) 2013. On (B)(6) 2013 the handset pendant malfunctioned again, resulting in the patient being lifted several inches up, the unit suddenly stopped, and the patient was left stranded for a couple of hours before help arrived.

Manufacturer narrative:
(B)(4) - the dealer reported that the rpl450-1 power low base lift had the battery pack and hand pendant repaired on (B)(4) 2013. On (B)(6) 2013 the handset pendant malfunctioned again, resulting in the patient being lifted several inches up, the unit suddenly stopped, and the patient was left stranded for a couple of hours before help arrived. Medical attention was sought, although no injury was reported. Should we receive additional information, this file will be revised, and a supplemental report will be submitted. (B)(4).